Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and a vela suprarenal. On (B)(6) 2016, patient was brought back for an intervention where the physician placed a vela suprarenal, vela infrarenal, and palmaz stent for type 3a. During a recent follow up, patient was noted for an unknown endoleak. Intervention was completed (B)(6) 2018. Patient is doing fine, but was noted to have an endoleak type ia post reline but the leak was into the old graft and not the aneurysm. Patient is currently being monitored.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there was unsubstantial evidence to support the following reported events; a indeterminate endoleak, secondary endovascular procedure, persistent type ia endoleak post reline, patient in satisfactory condition. The most likely cause of the proximal loss of seal both before and after the ovation reline was related to a cautionary product use condition of relining an existing stent, an off label calcified aortic neck and the compromised stent graft integrity of the initial cuff. The most likely cause of the persistent loss of seal after the intervention with ovation was due to intentional user error (off label product use) as well as the compromised fabric integrity of the initial cuff. Procedure related harms and the final patient disposition could not be determined due to a lack of any medical records or imaging. There have been no further reports of negative patient sequelae. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release. Device remains implanted in the patient and was not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.